Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of (B)(6) results for one visa medical candidate from (B)(6) tested for (B)(6) on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. The (B)(6) result from the e601 module was (B)(6). The sample was repeated on the e411 analyzer and the result was (B)(6). The repeat result by the abbott architect method was (B)(6). The actual result was not provided. It is not clear which result was believed to be correct or which results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e601 module serial number was not provided. The e411 analyzer serial number was (B)(4). Calibration and quality control results for both the e601 module and the e411 analyzer were within the expected ranges. Based on the data provided for the e601 module, no issues were identified. The patient sample from the day of event is no longer available for investigation.

Manufacturer narrative:
A specific root cause was not identified. Since the sample was not available, the investigation could not be completed.